Event description:
It was reported that device was forming straight shots and one went into doctor's finger. It did not break the doctor's skin.

Manufacturer narrative:
The complaint was unconfirmed for straight shots. However, we did find that the device produced malformed constructs. This was due to normal wear on a reusable device. Device has been in the field since november of 2005.